Event description:
Patient was brought to the operating room and when doctor removed the patient's current breast tissue expander, there was a hole noted at the inferior tab by doctor and the circulating rn. It was a mentor expander smt ctr 4 tall 450 cc, model# 350-9313 and lot# 7731779 ,expiration date 05.22.2023. Right breast cellulitis. Continuing antibiotic therapy, surgery to wash out breast and drain replacement.